Manufacturer narrative:
The device has been explanted and returned to the manufacturer for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt arrived at the clinic in 2009 and was put under antibiotics. The surgeon examined the pt in 2010. A CT scan shows that the electrode is placed in the mastoid unraveling near the skin at one point in the post-auricular region. The ci is still working and the electrode is still completely in the cochlea. A CT scan does not show any infections surrounding the electrode, however, the pt suffers from bilateral mastoiditis and frequent upper respiratory tract infection. There is no fever, redness or pain around the extrusion area. The pt's parents mentioned that there has been a scab at the extrusion area for about one month. The pt was explanted in 2010 and will be implanted on the contralateral side after healing of the middle ear.